Event description:
It was reported that the patient was no longer getting adequate pain relief from the spinal cord stimulation (scs). The patient underwent a scs explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6).

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was no longer getting adequate pain relief from the spinal cord stimulation (scs). The patient underwent a scs explant procedure.